Event description:
Customer mother reported that customer's insulin pump is having display issues. When the battery cap is tightened, the device does not turn on. Customer has to loosen the battery cap for the device to turn back on. Customer's mother had to pick up customer from school because the display was blank. Customer's blood glucose was unknown. The device was not dropped or exposed to moisture. Customer uses energizer batteries. The battery compartment and contacts are not damaged or corroded. The device is being replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents and no damage was noted to the isolation tape. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn as this time.